Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported sharp watchdog timeout error which was reproduced at device power-up. Evaluation determined the cause to be a software anomaly. The device was processed to clear the sharp watchdog timeout error through reprogramming of the processor printed circuit board and installation of updated software. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog timeout error. There was no known patient injury or medical intervention associated with this event. No additional information is available.